Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, a 23mm jll solo stentless aortic valve manufactured by (B)(4) lifeline co. Ltd was implanted along with an aortic root repair. On (B)(6) 2016, a transesophageal echocardiography (tee) revealed impeded mobility of the jll solo stentless aortic valve and redo avr was required. The jll solo was explanted and this 25mm trifecta valve was implanted. After the reoperation, the patient did not recover and the patient reportedly expired on an unknown date. No additional information could be obtained regarding this event.